Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. An insulation defect was observed on the rv lead during the revision procedure. The rv lead was repaired to resolve the event and remains implanted and active. The patient was in stable condition.

Event description:
Additional information received indicated the events of noise and insulation damage reoccurred at the same region of the lead as previously reported. Blood was also noted inside the right ventricular (rv) lead. The rv lead was repaired to resolve the event and the patient was in stable condition.